Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, a battery compartment crack was found above the grip pad. The pump powered up and functioned properly. Review of black box data found evidence of large prime volume. A rewind/load/prime sequence was executed without any prime volume issue. Force sensor calibration reading was within specifications. Pump casing was opened and no anomalies were found with the force sensor assembly. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on 11/18/2015.